Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The chief tech stated that the box was not damaged, but the crit-lines were leaking from the window where then sensor snaps and that there was a weakness where you tighten it in the dialyzer. Tech stated that there is a line on the area and when tightened it snaps and leaks. The leak was visually observed. Estimated blood loss was 200cc's.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.